Manufacturer narrative:
Device evaluation: analysis of the returned device identified: delamination of valve leak test and microscopic analysis was performed which identified: creases fold, wear abrasion and delamination total of valve. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure) further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "left side deflation¿. Device has been explanted.